Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that noise and fracture were observed on the atrial and ventricular leads. During a normal device change out procedure on (B)(6) 2019, the leads were unable to be successfully extracted, so they were capped and replaced. The patient is stable. Related manufacturer reference number: 2938836-2019-14348.